Event description:
Rn opened primary IV tubing and found that the tubing disconnected from itself at the second port.====================== health professional's impression======================the device was not used on a patient. This IV tubing disconnected from itself at the 2nd port. It could have caused improper medication of a patient.====================== manufacturer response for primary IV tubing, continu-flo solution set with 3 clearlink luer======================the manufacturer requested return for their inspection